Event description:
The perfusion system pump failed during a case. The staff implemented failure protocol and continued the case by hand cranking. Staff reported that the pump control panel display was fading in and out and the pump stopped working. The case continued with hand cranking the pump. After completion of the case the error could not be duplicated. The control panel and pump seemed to work fine? Manufacturer response (as per reporter) for controller, cardiopulmonary bypass pump, siii encore scp stockertthey have sent the pump controller to germany for analysis. They are treating this very seriously.